Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that a chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced.